Event description:
The company was informed that the pt's electrode array has migrated partially out of the cochlea. Testing revealed several open electrodes. Surgery to explant the pt's device will be scheduled.